Event description:
It was reported that the display on the insulin pump is blank. It was stated that the insulin pump does not have physical damage and has not been exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display returned and a battery out limit occurred. Blood glucose value is 135 mg/dl. Nothing further reported.